Manufacturer narrative:
Additional information: b5, g4, h2.

Event description:
New information received notes that the patient's implantable cardioverter defibrillator exhibited a second episode of post-sensed t-wave over-sensing. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. It was found that the patient's implantable cardioverter defibrillator exhibited post-sensed t-wave over-sensing. No programming changes were made. The patient was stable.